Manufacturer narrative:
Correction- section b6: x-ray confirmed the lead dislodgement.

Event description:
It was reported that during an in-clinic follow-up, loss of capture was noted on the left ventricular (lv) lead. X-ray confirmed the lv lead dislodgement. The lead was explanted and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.